Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had stimulation, but the ipg battery was getting low. The patient's charger was not able to charge the ipg. A new charger was sent to the patient. Attempts to determine whether the replacement resolved the issue have been unsuccessful.